Manufacturer narrative:
He excor blood pump, s/n (B)(6), was in use on the patient since 03/23/2023 and still on the patient we have reviewed the production records of the excor blood pump, s/n (B)(6). This pump was produced according to our specification. As of 4/20/23, the patient continues on the excor blood pump. No new laboratory values have been provided by the site.

Event description:
Berlin heart inc. Was informed on (B)(6) 2023, the patient had a drop in hemoglobin. Ldh levels increased from 421 to 1132 and pfhgb increased from 12.9 to 32. The patient transfused prbc in response. The excor blood pump is performing as intended with complete ejection and fill. There are no deposits noted in the excor blood pump, and no abnormal sounds from the pump.